Manufacturer narrative:
Product evaluation: failure analysis for (B)(4): the fiber cap exhibits drilled through condition; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area; the heat shrink tubing exhibits signs of melting, and partially erased blue arrow indicator; the fiber appears blackened near the heat shrink tubing open end, and at location of melting of the heat shrink tubing. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 29,698 joules and 5 minutes "damage of fiber" was noted. The fiber was exchanged and at 136,713 joules and 24 minutes "damage of fiber" was noted. The procedure was completed using turp. The tips of both fibers were cleaned during the procedure. Patient outcome: "no injury".